Event description:
It was reported that while in a replacement surgery with the new generator in place, autostimulation was not turned on due to bradycardia. With the new generator in place, the heartrate went down to 38 bpm then they gave the patient medication to increase the heartrate and it went to 98 bpm and 101 bpm and fluctuated. The heartrate ultimately stabilized at 56 bpm, which was normal for the patient, and the surgery was completed. The device had remained programmed off through the procedure, and the bradycardia was not related to stimulation as a result. Additional relevant information has not been received to-date.